Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k013227.

Event description:
The doctor reports that the dental implant located in position number #46 failed because it fractured at the head/neck. The doctor reports that the procedure was concluded by placing another implant. The doctor reported pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The following fields have been updated: b1: report type, b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d4: additional device information, d6: implant and explant date, d9: device availability, g1: contact office (and manufacturing site for devices) contact name and email, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. Also fracture screw inside implant. This complaint refers to the specific device tsvb11. Device history record (DHR): review was completed for the subject lot number#: 1226916. No deviations or non-conformances. Which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history: review was performed, for the reported lot number#: 1226916, for similar events. And no other complaint was identified. Review completed: utilizing keywords: dental, functional, fracture, implant. Based on the investigation and risk management file review, the most likely root cause determined, from the investigation was clinician selects implant. That is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA/hhe/d escalation is required. As the complaint investigation did not confirm, the products were nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified, through the investigation performed. At this time, the complaint investigation has been completed. And the record will be closed. If additional information is received, the record will be re-opened for further evaluation.